Event description:
Reported due to a cerebrovascular accident. In 2006, the pt underwent carotid artery stenting of the right ica with the xact carotid stent. Reportedly, she remained completely asymptomatic throughout the procedure. The next day, at approx 10:15am, the pt was noted to have a change in her neurological status manifested by inappropriate behavior, although was oriented to person, place and time. She had complained of nausea for which she received IV zofran. She was seen by neurology at 11:00am, who felt the pt exhibited some left-sided neglect and may have experienced a small embolic event in the distal distribution of the right middle cerebral artery. Her nih stroke scale was scored as a 4 (modified rankin scale was not performed), however, the neurological exam was limited as the pt was drowsy from the zofran. A CT scan revealed an ill-defined 3cm low density area in the right frontoparietal region, suspicious for a small peripheral embolic stroke. A carotid duplex revealed linear flow throughout with no ulceratons noted. In the morning, the pt was alert, oriented and without complaints. However, when seen by neurology late that afternoon, vision loss involving the right eye was noted, which clearly was not present the two days prior. Her nih stroke scale and modified rankin scale were both scored a 2. The pt was seen by ophthalmology at 08:00 and was felt to have a central retinal artery occlusion. She was felt to be stable for discharge and she was discharged to home 2 days later at 12:05. During a follow-up evaluation 3 days later, she was noted to be clinically stable with the exception of the right-sided visual loss. The event outcome was reported as "recovered without treatment." The physician deemed the relationship of the pt's cva to the abbott device as "unk."